Event description:
A report was received that the patient was experiencing pain after a permanent implant procedure. The physicians speculated that upon placement of paddle lead, a nerve might have been irritated. The patient was hospitalized and was administered intravenous pain medications. The patient was discharged, and the pain had dissipated. The patient was doing well.